Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.

Event description:
It was reported that the right atrial lead exhibited greater than 2000 ohms impedance. X-ray revealed that the lead dislodged due to twiddler's syndrome. A pocket infection was also noted. The lead was removed.